Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. In this case, the root cause was due to an unauthorizedaccessexception error that occurred when stress echo subsystem tried to access backup file for application data. Most likely the file was being controlled by solidcore at the exact same time as the stress echo process tried to access it. Without complete solidcore logs we cannot confirm the exact root cause but the logs provided are showing solidcore accessing the same file at the time of the exception. A workaround is to reboot the system. A future software fix will be implemented to address this issue. Reference# (B)(4).

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed.reference# (B)(4).

Event description:
A system error occurred at the end of a stress echo exam and multiple images were lost. The exam was not repeated. There was no injury to the patient.